Event description:
The customer reported that they were not sure if the cannula inserted properly. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. The customer reported that they were not sure if the cannula inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.